Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the system controller "does not recognize fully charged batteries" was confirmed via analysis of the log file and evaluation of the returned system controller (serial number: pcx-16247). The log file downloaded from the returned controller contained approximately 3 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The controller did not record voltages consistent with fully charged batteries in the log file, including immediately after connecting to batteries. The log file also captured intermittent low voltage advisory and low voltage hazard alarms while connected to 14v batteries beginning on (B)(6) 2020 at 19:48:07 and continuing for the remainder of the log file due to the voltage levels dropping. The voltage was also captured below the expected voltage while connected to the mpu throughout the log file; however, the voltage did not drop enough to activate any alarms. The alarms and decreased voltages did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 18:47:34 to exchange the system controller. No other notable alarms were active in the log file. The returned controller was connected to a mock circulatory loop and tested with a test power module and with fully charged test 14v batteries and the controller operated the pump at the set speed with no atypical alarms produced, including when the power cables were manipulated by hand. The controller successfully operated in a mock circulatory loop for an extended period of time without issue. An additional log file was downloaded from the controller after testing to observe the recorded voltages. Review of the log file revealed that the voltages captured while connected to fully charged batteries and while connected to the power module were below the expected values, reproducing the reported event that the controller "does not recognize fully charged batteries". Visual inspection of the returned controller revealed minor kinks in both power cables and damage to the strain relief on the connector side of the white power cable. Further evaluation of the returned controller revealed elevated resistances across several wires that could have resulted in the decreased voltages. The resistances were observed to fluctuate as the power cables were manipulated by hand. These elevated and fluctuating resistances are consistent with breakdown of the underlying conductors in the power cables. The outer jacket was removed from the power cables for additional inspection and a green contaminate consistent with fluid ingress was observed on the underlying wires. No other physical anomalies were observed. The controller was disassembled for visual inspection of the internal components and no issues were observed. The reported event was determined to be caused by breakdown of the underlying conductors in the system controller power cables. The root cause of the conductor breakdown could not be conclusively determined through this analysis; however, the observed damage to the power cables and fluid ingress may have contributed to the degradation of the conductors. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. . Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller did not recognize fully charged batteries so the controller was exchanged. There was also a low voltage alarm. The cause of the low voltage alarm was not identified. The controller exchange resolved the issue.